Event description:
Adult child of consumer reported needle hub separated inside of the shield. Needles bend while removing shield. Needle shield difficult to remove. Lot #: 3198219 catalog #: 328509 date of event: unknown samples: available - sending mail kit.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to h6 (component code, investigation findings, investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.